Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).

Event description:
Consumer complaint of low blood results. Customer called as a new user requesting assistance to use their new device. Trained customer and obtained a glucose result of 25mg/dl. Customer explains that he feels faint and sick. It was suggested to the customer to hang up and call for help seeking medical assistance. Wife came on the line stating that the customer has been sick and had lost his appetite.